Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 8. Strip code: 8. Strip storage: stored correctly. Symptoms: shaking, sweaty. The patient's family member reported that they called the paramedics. The meter allegedly was inaccurately low. The result on meter was unknown. There were results of 17 and 125 reported but the source is unknown. The result from the emt meter is unknown. The time difference between the patient's meter and the emt meter is unknown. The type of treatment is unknown. No further information has been reported.